Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) heartlogic data was missing and unavailable. It was noted the patient high heart rate may be a reason for the missing data. There was oversensing of noise noted on the right atrial (ra) channel, noted by the atrial tachy response (atr) episodes and right ventricular (rv) lead noise on the shock channel. This crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).